Event description:
It was reported that the patient experienced a shocking/jolting sensation, in the pelvic area, while walking. There was no known related incident or accident reported. The patient was seen in the emergency room (ER). No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).